Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing causing false/early termination of recorded atrial tachycardia/atrial fibrillation (af) episodes per device diagnostics. Additionally, the right ventricular (rv) lead exhibited t-wave oversensing (twos), was reprogrammed, and remains in use. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing causing false/early termination of recorded atrial tachycardia/atrial fibrillation (af) episodes per device diagnostics. Additionally, the right ventricular (rv) lead exhibited t-wave oversensing (twos), was reprogrammed, and remains in use. The ra lead remains in use. No patient complications have been reported as a result of this event.